Event description:
New information received: nothing actually came off the instrument. The jaws just stopped closing when the handle was closed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). New inforamtion received after reviewing the new information, this complanit is not reportable.

Event description:
It was reported that during a laparoscopic abdominoperineal resection procedure, it was reported that upon opening the instrument, the instrument's blade tip broke. The patient was not affected; no incident occurred. Unknown how case was completed. There were no adverse consequences for the patient.